Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on 21nov2018. It was reported that crossing difficulty was encountered. A 2.50x20mm synergy stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. Synergy ii us mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the first proximal stent strut row with stent struts pulled distally and lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.